Manufacturer narrative:
No pt info as no pt was involved in this concern. Device tested on-site; issue could not be replicated.

Event description:
A medtronic rep reported that the stealthstation display was occasionally loosing image. Touch screen was not responding to inputs. There was no pt present.